Event description:
The account alleged the bed is moving unintentionally on its own, the bed is going in and out of trendelenburg position. No injury reported.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.